Event description:
The torx screwdriver was overdrilled at the tip during placing into the dome hole plug.

Manufacturer narrative:
Updated lot number based on additional information. An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed; he appearance is consistent with applications of excessive torque in the clockwise directions. The appearance of the hexalobular tip is similar to the appearance of complaint devices where the hexalobular drive feature has fractured due to application of excessive torque. There is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive torque by the user. No material or manufacturing defects were noted during the investigation.

Event description:
The torx screwdriver was overdrilled at the tip during placing into the dome hole plug.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.